Event description:
It was reported that this right atrial (ra) lead was dislodged and exhibited high pacing threshold. Moreover, atrial pacing contraction could not be confirmed with this ra lead. Furthermore, this lead was repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was dislodged and exhibited high pacing threshold. Moreover, atrial pacing contraction could not be confirmed with this ra lead. Furthermore, this lead was repositioned. No additional adverse patient effects were reported.